Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to pt. (B)(4) - lens (iol), scratch, mark on. Device evaluated by manufacturer? No. Lens was discarded. Method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens optic was scratched. There was patient contact but no injury. Another same model lens was implanted. The facility discarded the lens.